Manufacturer narrative:
The following physical damage was found on the unit: minor scratched display window, cracked casing at a display window corner, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube lip, cracked reservoir tube, cracked belt clip slot, and a missing reservoir tube o-ring. Additionally, the test reservoir does not lock properly inside of the reservoir tube.

Event description:
The customer reported via phone call that he noticed cracks on the housing of the insulin pump's reservoir compartment. The patient's blood glucose at the time of incident was 138 mg/dl. Troubleshooting was initiated and the customer confirmed damage to the top of the reservoir compartment. The customer did not recall any significant events leading to the physical damage. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.